Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use (in skin) on lot # 8036922. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8036922. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0 ml 31ga 8 mm ufii 10bag 500cs experienced cannula breakage during use. The following information was provided by the initial reporter: material no. 328418. Batch no. 8036922. Verbatim: item # 328418, lot # 8036922, exp 2023-02-28. Needle detached in stomach site with 1 syringe. Denied reuse able to remove on her own. No medical attention received. Discarded.